Event description:
Nurse states pt presented for routine percutaneous endoscopic gastrostomy removal and md noted the external bolster had slipped into abdominal wall just above the stomach. Md cut percutancous endoscopic gastrostomy and endoscopically removed remainder of tube and bolstered with snare without incident. Unknown how long percutancous endoscopic gastrostomy was in place. Pt was then sent home.